Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2026, the cgm was reading low mg/dl and the bg meter was reading 780 mg/dl. It was reported the patient took the bg meter reading ¿prior to going to the hospital¿. However, the patient refused to provide any further event details to dexcom, including patient symptoms, treatment details, or length of stay at emergency room/hospital. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.